Event description:
It was reported that cathena 24gx0.75in straight bc safety mechanism needle tip was uncovered. The following information was provided by the initial reporter: after placing and advancing the catheter, the hcp activated the safety mechanism but the needle tip was uncovered by the safety shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/19/2021. H.6. Investigation: three photos and one sample without packaging was received by our quality team for evaluation. From the photos, it was observed that the safety mechanism was not activated and there is blood at the needle hub flashback chamber. Further inspection of the sample found no dented mark on the cannula. The tip shield was manually pushed through the cannula and was able to activate properly, no safety activation failure was observed. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that cathena 24gx0.75in straight bc safety mechanism needle tip was uncovered. The following information was provided by the initial reporter: after placing and advancing the catheter, the hcp activated the safety mechanism but the needle tip was uncovered by the safety shield.